Event description:
It was reported that an infection occurred. The right ventricular lead was explanted. It was also noted that the right ventricular lead was implanted after the use by date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5568-53 implanted: 2007 (B)(6). (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.